Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that after flushing the peripheral IV line, the needleless connector orange plug was stuck in the open position. The needleless connector had been used for the patient for 3 days. The user observed that a clot was in the cap, and the needleless connector was removed and replaced with a new connector. The old connector returned to closed position after about 3 minutes after being taken off the IV tubing. No patient harm was reported.